Event description:
Per independent repair center, the unit was alarming or red light. The key failure the poppet not shifting. Additional malfunction for this device was the power switch had a short circuit.